Event description:
A patient sample was tested for troponin (accu tni) and a result of 30.83ng/ml was obtained. The result was reported out of the lab. On the same day, the original sample was re-tested and repeated result was 0.02ng/ml. Patient treatment was not affected in connection with this event.

Manufacturer narrative:
The customer collects accu tni samples in 13x100mm plastic greiner serum tubes. The specimens are centrifuged at 3,000g at room temperature. Qc is run twice daily. Per customer, the lab has been "infested" with small flying insects, and "one lodged in an aspirate probe". The customer has instituted a protocol to vacuum out the analyzer during daily maintenance until the infestation has been taken care of. A fied service engineer (fse) was dispatched: the fse verified all hardware is operating within published specifications. A clear root cause has not been determined for this event. A malfunction will be assumed for the purpose of this report.